Manufacturer narrative:
(B)(4).

Event description:
The customer reports: placement, insertion and dilation of cvc could be performed without problems. When pulling back some resistance was noted and after complete removal of the wire from the cvc, the wire was unraveled. After a close examination , no part of the wire broke off, and no damage to the patient occurred.

Manufacturer narrative:
(B)(4). Customer provided two photos for this investigation. Photo one was of the lidstock and photo two showed the unraveled guidewire. The customer returned a guide wire assembly without the cap, and lidstock for evaluation. The catheter was not returned. Visual inspection of the guide wire revealed the core wire was broken near the distal end but the guide wire is still one continuous piece as the coil wire is unraveled but still intact. The proximal weld and distal weld appear full and spherical. A single kink is observed near the distal end. Visual inspection of the catheter could not be performed as the catheter was not returned. The point of separation of the core wire is around 3mm from the distal weld. The kink in the guide wire measured 24mm from the distal tip. The total length of the core wire measured 678mm which is within specifications. The od of the guide wire measured 0.79mm which is within specifications. The guide wire starts to unravel at 450mm from the proximal end. Dimensional inspection of the catheter could not be completed as the catheter was not returned. The undamaged portions of the guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. Functional inspection of the catheter could not be performed as the catheter was not returned. The coils near the distal weld of the guide wire were manually unraveled to show that the distal weld was intact and to find point of separation near the distal end of the guide wire. A manual tug test confirmed both the distal weld and proximal weld are fully intact. Additional testing of the catheter could not be performed as the catheter was not returned. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided warns the user "do not apply excessive force in placing or removing catheter. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Also it warns the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken close to the distal weld and a kink was observed near the distal end. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: placement, insertion and dilation of cvc could be performed without problems. When pulling back some resistance was noted and after complete removal of the wire from the cvc, the wire was unraveled. After a close examination , no part of the wire broke off, and no damage to the patient occurred.